Event description:
During a procedure the surgeon was placing a matrixmidface 6mm screw to fixate a synpor reinforced fan plate to the orbital rim and the head of the screw snapped off. The hole was not pre-drilled. The head of the screw was recovered and removed from the patient. The shaft of the screw remains in the patient. The surgeon then pre-drilled and placed a new matrixmidfac screw in the next hole of the plate without issue. The fractures were repaired and the procedure was completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional code: dzl. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.